Event description:
Patient presented with a hypoplastic left heart syndrome. On (B)(6) 2013, the initial procedure was performed using a gore propaten vascular graft configured for pediatric shunt. Reportedly, the pt was doing fine for 'about three weeks' when the graft occluded. Further info was not made available. However, it was reported the pt expired of unk causes on an unk date.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications.